Event description:
Device 1 of 2 reference MFR report: 1627487-2014-02571. It was reported the patient ((B)(6)) was not receiving full stimulation therapy coverage. The patient was only receiving a stimulation therapy on one side. Some time in 2012, the issue was investigated and a malfunction of the patient's scs system was suspected. On (B)(6) 2013, the investigation was ongoing and the cause could not be determined. On (B)(6) 2013, the patient underwent surgical intervention and the patient's scs system was explanted. During the procedure, it was found one of the leads was visibly fractured.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.